Event description:
Screw has backed out of the dynatran plate - minimum information received - dr. (B)(6) came up to corporate on (B)(6) 2011 to present this case where the screw was backing out of the plate on one of his patients.

Manufacturer narrative:
Additional information has been requested and if made available this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering evaluation.